Event description:
It was reported that the patient had their stimulator replaced and they were receiving good therapy.

Event description:
It was reported that the patient¿s device was in overdischarge. It was unknown what number overdischarge this was. A physician mode recharger did not successfully reset the device. The patient had been in overdischarge for greater than 6 months. The patient was going to see their doctor about a possible replacement. The patient status at the time of the report was alive with no injury. It was further reported that the patient had not charged their device for greater than 6 months. No reason was given for not recharging. The manufacturer representative was waiting to hear from the patient or their doctor as to what steps would be taken next. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that there was a malfunctioning spinal cord stimulator (scs). The battery no longer held charge. The system was a little over 1.5 years old. Manufacturing representatives (rep) were unsuccessful in recharging the system. The scs was explanted and replaced with a new stimulator. It was noted that the patient had a history of non-malignant pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n331046, implanted: (B)(6) 2012, product type: accessory. (B)(4).